Event description:
It was reported to philips that the system does not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the reported issue occurred during a diagnostic of coronary procedure which was completed by moving the patient to another room. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system log file was checked. As a part of troubleshooting, the fse reloaded the suite pc software and calibrated the tube. After these repairs, the system was returned to working conditions. The codes were updated based on the investigation outcome.